Event description:
The customer reported that the there was no image on the c-arm.

Manufacturer narrative:
The ge service rep replaced the high voltage cable. He also checked the system operation by booting and making test fluoro exposures. The system operates as intended.